Manufacturer narrative:
7/6/1998-supplement #1 sent to FDA.

Event description:
The product was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument did not fire. The surgeon converted to a laparotomy to complete the procedure. The hospital has reported the pt's condition is satisfactory.